Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was using the device to suture and the first needle broke in half, losing part of the needle in the patient. The needle was not retrieved and left in the patient. The second needle then disengaged from the end of the suture strand. The third needle fell out of the device after being loaded. To correct this condition, they opened multiple new products.